Event description:
Valley lab set at 30 coag - 30 cutting. After incision physician used for cauterization of blood vessel, a valley lab needle tip. When physician applied the cautery an arc was seen from tip of cautery to the physician's first finger causing a burn.